Event description:
It was reported by service report that the head right outer siderail panel was cracked with sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Cracked head right outer siderail panel with sharp edges.